Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty main printed circuit board. However, the specific cause of the faulty main printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.

Event description:
A customer reported that the uhi-4 high flow insufflation unit shut down and a continuous alarm sounded. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to an olympus repair facility and an evaluation was performed. Upon inspection and testing, the reported problem was confirmed, caused by a defective main board. In addition, leds on the front panel were insufficiently lit, the top cover was scratched, and rust was discovered on the chassis, the front panel chassis, and the rear panel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.